Event description:
Per the clinic, the patient experienced irritation at the abutment site and was prescribed augmentin (dosage not reported) on (B)(6) 2013. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.